Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 6.0 mmol/l and 13.0 mmol/l on the reported meter within 20 minutes. No information was provided about the test strips or testing technique. The patient experienced no symptoms and denied seeking medical attention. The meter and test strips were replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: no test strips involved in the complaint were returned to lifescan for testing; only an empty test strip vial was returned. Therefore, no testing was performed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.